Event description:
Patient with bilateral femoral vein stents admitted with right lower extremity edema and pain. Vascular surgeon performed a femoral vein puncture under ultrasound guidance, select cannulation of inferior vena cava, c-arm with multiple iliac and ivc venogram, ivus examination of ivc, civ, eiv and cfv, balloon dilation of ivc and civ. At the end of the procedure, upon removal of the ivus, it was noted that the coating of the very tip of the ivus catheter "about 3 mm' in length was no longer present. "The catheter itself was intact just a coating appeared to have been sheared off." Digital fluoroscopy of both lungs and abdomen revealed no foreign body. CT of thorax, abdomen and pelvis obtained and no foreign body was noted. Surgeon notified patient and family of events. Patient was discharged home later that day.